Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, catalog#: unknown lot#: unknown, unknown articular surface, catalog#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00489, 0001822565-2018-00490, 0001822565-2018-00491. Remains implanted.

Event description:
It was reported that the patient is experiencing pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Additional information was received indicating that the reported device was manufactured by another company which has reporting responsibility for the product. This report should be considered void.